Manufacturer narrative:
Of the 35 allegations of a malfunction, 24 pumps were returned to animas and investigated. Of the investigated pumps, 23 were found to be malfunctioning, due to damaged battery caps, battery compartment cracks, and damaged battery compartment/cap threads. During investigation for unrelated complaints, there were 64 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 35</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-84 years of age and between 52 and 170 pounds. Of the reported patients, 12 were male, 23 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 8 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.